Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that an unspecified number of tubes were clotting and contained fibrin. One (1) sample was reported erroneously high for high sensitivity troponin I. According to the customer, the provider questioned the result due to it being the only high result in the three (3) hour series. Therefore, there was no health impact or consequence reported as the provider questioned the result prior to any treatment.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 11-jun-2024. Investigation summary: bd received 26 samples for investigation. The samples were evaluated by both visual examination and functional testing and no gel issues with the incident lot was observed relating to clotting and erroneous results-troponin as all samples met specifications. Additionally, 100 retentions were inspected with no issues being identified. Factors that may contribute to erroneous results-troponin were evaluated through a clinical study to verify the design of the device met its intended use. No difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, erroneous results-troponin I (high sensitivity) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned, and control samples tested were acceptable in terms of both precision and accuracy. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fibrin and erroneous results-troponin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that an unspecified number of tubes were clotting and contained fibrin. One (1) sample was reported erroneously high for high sensitivity troponin I. According to the customer, the provider questioned the result due to it being the only high result in the three (3) hour series. Therefore, there was no health impact or consequence reported as the provider questioned the result prior to any treatment.